Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that one of the pins in the data port had a crack/split in it. The 2.0 controller ((B)(4)) was returned. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The reported event was confirmed via visual inspection and functional testing. Functional testing revealed that a data cable and alarm silencer adapter were unable to connect to the serial port. Visual inspection revealed a bent pin in the serial port of the controller. The most likely root cause of the damaged pin on the serial port can be attributed to a possible attempt by the patient to make a non-compatible connection to the data port (i.e. Attempt for power source connection to data port), as alleged in the reported event details. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # the returned controller did not pass visual inspection and did not pass functional testing. As a result, the reported event was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient presented to the clinic and it was noted that one of the pins in the data port had a crack/split in it. It was thought that the patient may be trying to connect a power source to the data port causing damage to the pins as these connections are obviously not compatible, but this is only a suspicion. The controller was returned to the manufacturer and received on (B)(6) 2017. It was also stated that there were no patient symptoms or complications associated with this event. No further patient complications have been reported as a result of this event.